Event description:
The customer reports that for one donor sample and one patient sample, capture-r ready screen (crrs) IV lot k152, missed the reaction with an anti-kell, when tested on galileo.

Manufacturer narrative:
The customer's returned samples were tested with the retention crrs(4), lot. K152, on an in-house galileo. Positive reactions were observed in cell 4, positive for anti-kell. The returned samples were also tested with the retention crrid, lot id092, positive reactions were observed for anti-kell.